Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) data collection was turned off and the device was not working. The icm remains in use. No patient complications have been reported as a result of this event.